Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation,but it log review of the the unit reported was performed. Log review shoed the following: infusion rate selections for piggyback of 25ml/hr and 19.87ml/hr with a piggyback volume infused of 4.23ml, then a primary infusion of 100ml/hr with a primary volume infused of 14.71ml based on the review of the logs issue reported was not confirmed, further investigation could not be possible sue to no physical sample.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: mag sulfate infused at a rate of 100+ml/hr instead of over 4 hours (25 ml/hr) as ordered. Mag infusion ran too fast.